Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image and blank display. The customer¿s blood glucose level was 379 mg/dl at the time of the incident. Customer reported that they received the open book image on the insulin pump screen. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated the battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. No blank display noted during testing.